Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrector probe stopped cutting at an unknown timing. The aspiration function was normal. The surgery was completed after replacing the product with stand-alone probe. There was a patient contact but no impact to the patient.